Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: calcified catheters; cut in the kink protection catheter between the valves. Measurement of surface of the housing: n deformation detected - measured value: - 0.017 mm [tolerance (0 ± 0.02mm)]. Permeability test: the test showed that the progav shunt system is permeable. Computer control test: the computer control test showed the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 19.33 cmh2o. This is within the specified tolerance of 20 ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 +4/-2 cmh2o is expected. He results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 20.95 cmh2o. This is within the specified tolerance of 20 +4/-2 cmh2o. Adjustability test: in this step, it was investigated whether the adjustable progav can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves were finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits had no influence to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted

Event description:
Valve strongly contaminates / tissue residues. It was reported that a progav 2.0 shuntsystem (part # fx441t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt showed an underdrainage and adjustment difficulties the patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Weight: 12.4 kilograms (kg). Height: 99 centimeters (cm). Gender: male.